Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, the horizontal deployment marker line of a 5f mynx control vascular closure device (vcd) was not aligning correctly in the window causing a mis-deployment when engaged. There was no patient injury. The device was stored and prepped according to the instructions for use (IFU). Additional information was requested but not provided. The device is not being returned for evaluation. The reported events of ¿tension indicator-incorrect indication¿ and ¿sealant-inaccurate placement-complete¿ could not be confirmed as the device was not received and procedural images were not provided. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the misaligned marker line reported and the subsequent misdeployment. However, procedural/handling factors are possible. According to the instructions for use (IFU), which is not intended to as a mitigation, the IFU instructs to ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ it should be noted that if the tension applied to the catheter for the tension indicator alignment is not maintained while depressing button #1, this could cause the sealant to be deployed inaccurately. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ based on the information available for review, there is no indication to suggest that the reported issue is related to the design or manufacturing process of the unit. Therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported, the horizontal deployment marker line of a 5f mynx control vascular closure device (vcd) was not aligning correctly in the window causing a mis-deployment when engaged. There was no patient injury. The device was stored and prepped according to the IFU. Additional information was requested but not provided. The device is not being returned for evaluation.